Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p3f0293) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the reload, two reloads had the jaws not closing completely, which prevented the stapler from firing. This resulted in a slight delay in surgery. The affected reloads were replaced with a third reload of the same size from a different lot, which functioned properly. The surgical time was extended for few minutes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d3, additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.